Manufacturer narrative:
The pacing system remains implanted. Should additional information become available this event will be updated and an amended report will be submitted.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator and right ventricular defibrillation lead was hospitalized due to septic shock. The infection was treated with antibiotics and the pacing system remains implanted. No additional adverse patient effects were reported.